Manufacturer narrative:
H3. Product analysis product ID # kex102eb-cds; lot # 0228259126 visual and optical inspection confirmed the tip of the needle access tip has been bent due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with * pre-operative d iagnosis for vertebral compression fracture. Procedure or therapy performed was kyphoplasty. Levels implanted t9. It was reported that the physician noticed difficulties moving the access needle through bone. Physician reviewed imaging and noticed the tip of the needle looked short pulled the needle and noted the tip was defective and replaced it. There was a delay of 10-15 minutes in the surgery. It was unknown that broken fragments were retrieved from the patient body. There was no patient symptoms or complications as a result of this event.